Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was observed a tear in the anterior view, measuring approximately 2.0 cm. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor's psr exemption #e2007003.

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent a breast augmentation procedure with mentor memorygel breast implants 200cc and experienced bilateral ptosis, rupture on the right side and a right -sided periorbital mass post-operational. As a result, the patient underwent bilateral device removal on (B)(6) 2019. This report is for the left side.